Manufacturer narrative:
A complaint was received on 7/13/2023 reporting unidentified material noticed on raytecs. The actual sample was not returned to deroyal for evaluation. A supplier corrective action request (scar) was issued to the raytec supplier meixin medical suzhou co., ltd. The following root cause was determined by the supplier meixin medical suzhou co., ltd: the unidentified material reported by the customer may be the residual cotton seed shells or foreign fibers that were left on the cotton fibers. The workers failed to detect these foreign matters during production, and the contaminated products escaped to the normal line. The following corrective and preventive actions have been taken by meixin medical suzhou co., ltd: notify the raw material supplier of this reported issue. Stress that workers of each production process shall strictly follow the specification procedure. The folding workers shall stop the machine to remove the nonconforming products if detect any foreign matters. The subsequent inspection workers shall inspect carefully to prevent contaminated products escaping to the normal line. Retrain the workers on related operation procedure and quality standard to enhance their quality awareness. Production records were reviewed, and no issues were found. An inventory check of the gauze was made by deroyal, a total of (B)(4) of the 5-19928 were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
A complaint was received on 7/13/2023 reporting unidentified material noticed on raytecs. The actual sample has not been returned to deroyal for evaluation at this time. A supplier corrective action request (scar) was issued to the raytec supplier meixin medical suzhou co., ltd. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Unidentified material noticed on raytecs.